Event description:
It was reported that 2 months after implant the patient had severe pain every day. The morphine had been increased at one point because of back pain, but it was then cut back. Since implant the pump had stuck out of the patient¿s skin and it had gotten progressively worse. Now it was sticking out sideways and causing discomfort. A computed tomography (CT) scan done on (B)(6) 2013 showed the tissue was inflamed. An x-ray or CT scan on (B)(6) 2014 showed where metallic ¿coiled wires¿ were seen. The patient was having an MRI on the date of the report to more clearly define what ¿coils¿ were seen in her back. The system had been used to deliver clonidine, bupivacaine, baclofen (unknown) and morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported, the patient went to the healthcare provider (hcp) on 2014 (B)(6) where they increased the amount of morphine because, the ¿surgeon who did the implant left what the CT scans were calling two coiled wires in my back¿ when the pump was implanted ¿almost two years now.¿ it was noted about two months after, the patient got it she started having pain in the left hip and it started with all over the body and the patient did not attribute it to anything except possibly to a previous fall, but ¿it got so bad from just along my back, down around my left hip, it got to the point radiating down both my legs and across my lower back.¿ the patient went to an orthopedist and he said, there was nothing wrong with your hip and the problem was ¿in your back.¿ the patient went back to the (B)(6) and they did a couple of CT scans and it said, there were ¿coiled wires and they were causing inflammation and required clinical intervention in (B)(6) 2013.¿ it was further reported they decreased the amount of medication. It was also reported, these events occurred the end of (B)(6) 2013 or the first of (B)(6) 2013. The CT scan was done in (B)(6) 2013. It was also reported when the patient first got the pump it was a whole new life for her, but ¿about the time she had it for about six months she was bumping around number 8.¿ it was further reported, the patient morphine was decreased on 2014 (B)(6) at the patient¿s request. It was noted, they had previously increased morphine because of the pain in the patient¿s back ¿due to that metal back there (this statement is in regards to coiled wires and having the metal that the surgeon left in).¿ the hcp had decreased morphine this month and the month before. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.